Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
During implant attempt the helix was not extending when in the atrium. Once lead was removed, the helix "popped out" when it was being extended. The lead was not used and was replaced. No patient complications have been reported as a result of this event.